Event description:
I used the fasciablaster for 4 months to get rid of my cellulite as promised from (B)(6) 2017. My cellulite during that time became much worse. I had many bruises, gastrointestinal issues, headaches, weight gain, hormonal disruption, varicose veins and loose creepy skin. The creator of this product, (B)(6), did not disclose any of these adverse side effects when I purchased my fasciablaster, she rather denied every side effect until (B)(6) 2017 and posted them quietly on her website. She is still denying these side effects, actually do happen. She is lying to customers as well as handing out medical advice on a daily basis. She has ruined my body with her device and compromised my health.